Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly elected to undergo revision surgery for a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt as well as a slice and exposed wires on the electrode. All of these anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. The device passed the electrical tests performed. However, this device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis and dye penetrant data, it is believed that this device was not hermetic. This older device configuration is no longer manufactured. This is the final report.